Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the investigation is in process. As the investigation is ongoing, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported that during an unspecified therapeutic procedure, the screen blacked out and there was no image. Another similar device was used to complete the procedure. There was no report of patient or user injury due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the evaluation of the device. During inspection and testing of the returned device, service found the device exhibited an e218 error code (scope error), and a b31 error code (scope communication error), due to breakage of the electronic board. Both error codes result in no image being displayed on the device. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the reported blackout event was not confirmed, but errors e218 and b31 were confirmed. The inner board of the video connector was exchanged, and the image appeared normally. Shaking of the video cable and universal cord, angulation operation, and heating of the distal end was performed, and the image appeared normally without abnormalities. It is likely that that the breakage of the inner board of the video connector caused the suggested defect. Regarding the condition of the video connector electrical contacts, obvious remaining of wiping does not exist but a scratch does. It is likely that external objects, such as hard objects, came into contact with the electrical contacts causing the event. A water leakage test was performed, and an air bubble was generated near the video connector boot and a water leak was observed. There was a scratch noted on the video cable and on the video connector boot, around the leaked area. There was no obvious trace of water invasion inside the video connector. It is likely that external objects, such as sharp objects, touched or entered the video connector boot causing the suggested event. Regarding the breakage of the inner board of the video connector, the following causes are likely: connecting and disconnecting a part of the video connector while the power of the system was on led to temporary overcurrent; the video connector temporarily short-circuited by connecting to the video system center with water and adhering to the electrical contacts; static electricity was produced to the electrical contacts of the video connector; moisture invasion from the leaked area brought electrical damage such as short circuit of inner board of the video connector; a scratch of the electrical contacts of the video connector or contact failure with the electrical contacts of the system occurred leading to electrical damage of the inner board of the video connector. The root cause of the suggested event could not be determined. Olympus will continue to monitor field performance for this device.